Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine (15 mg/ml) via an implanted pump. The indication for pump use was spinal pain. The hcp was calling for the pump off passcode. Per the hcp, there was a revision/replacement scheduled. The patient had a failed side port/dye study about 6 months ago. The pump off passcode was given to the hcp during the call along with the instructions on how to permanently shut down the pump.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot#: j11165r43, implanted: (B)(6) 2003, product type: catheter. Product ID: 8575, lot#: n140473, implanted: (B)(6) 2008, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8575, serial/lot #: (B)(4), ubd: 08-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.